Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 579 mg/dl; cause was unknown. Bg was addressed via a manual injection. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the cartridge was in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made for customer to consult with the healthcare provider regarding bg level.